Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. A broken haptic was noticed after the iol was inserted into the eye. The surgeon enlarged the incision, removed the iol and inserted another iol without difficulty. The patient's visual acuity is 20/20 without correction.